Event description:
Caller reported malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to report any recurring malfunction codes.